Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
Information was received from an advanced evaluation trial patient. The patient reported that they were bleeding at the site of the bandage. Additional information from the patient was received on 2017-apr-23. The patient reported that they were going to the hospital because their bandages came loose and that they thought the leads had come out. The patient noted that there was a fluid coming out of their incision. No further complications were reported or were expected.